Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the insertion tube had a protrusion that was found. There was no report on the subject device being used in procedure after the suggested event was reviewed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that insertion tube had a protrusion was found. It was determined that the insertion tube needed to be replaced. There was no patient involvement.